Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to recognize any ECG or therapy electrode connection. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor was unable to recognize any ECG or therapy electrode connection.